Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 14sep2018. The philip's service engineer (se) inspected the device. The se replaced the battery and performed verification testing; all tests passed.

Event description:
It was reported that the ventilator battery failed to charge. There was no patient involvement. The event date was not specified; estimate used.